Manufacturer narrative:
The company rep was unable to duplicate the reported problem. He observed autofill failures and blood detected codes in the fault journal. As a precautionary measure, the solenoid driver broad was replaced (part # 0670-00-0639e). The iabp was tested to factory specification. It functioned normally and was returned to the customer. (B)(4).

Event description:
The customer reported that while the iabp was in use ona pt, they received a "blood detected" message. The customer tried to autofill and received "autofill failure" and maintenance required code 3 (balloon transducer offset failure)" messages. The pt was switched to another iabp and therapy was continued. No pt injury was reported.